Manufacturer narrative:
According to the customer, "when tightening the nut of the gomco device where the bell and the bevel hole of the plate meet, instead of producing a crush injury, we are noticing that the device is actually cutting the skin and causing skin separation with bleeding on the underside of the gomco device". The customer reported the incident is occurring prior to the use of a scalpel, and they identified the hole in the base plate has a "straight edge to it instead of the slight slant to it". The customer reported after the incident occurred, the use of "avitene" was required to control the bleeding. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "when tightening the nut of the gomco device where the bell and the bevel hole of the plate meet, instead of producing a crush injury, we are noticing that the device is actually cutting the skin and causing skin separation with bleeding on the underside of the gomco device".

Manufacturer narrative:
Update to d3. After further investigation it has been determined that this is an allied healthcare products inc product. The initial reported issue is not a medline industries, lp product. A third-party notification was performed with allied healthcare products inc. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.